Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a motor communication error alarm. The customer is resuming insulin pump therapy after disconnecting from the insulin pump in november 2014. The caller also reported a off no power message occurs after the clearing the alarm. The caller stated the alarm occurred with three different new batteries. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.